Manufacturer narrative:
The device was not returned to resmed for evaluation. A resmed product specialist troubleshot the device issue with the customer. Based on the information provided, it is possible the battery inoperable alarm, observed during incoming inspection, was caused by the product being shipped with an empty battery. The device was rebooted to address this issue. Resmed reference #: (B)(4). Note: this is the resubmission of the initial submission submitted on (B)(6) but due to the server error from the FDA side, the initial submission was not successfully received and processed (reference ticket (B)(4).

Event description:
It was reported to resmed (B)(6) that during an incoming inspection, an astral device displayed a battery inoperable alarm. The device was not in use when the fault occurred, therefore, there was no patient involvement.